Event description:
A malfunction alarm was reported with code malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump. The malfunction did not recur after the reset, and the customer was able to continue using the pump.